Event description:
Surgeon was performing a robotic assisted laparoscopic hysterectomy and bso. He began using a monopolar scissor with cautery to cut an adhesion. He noticed a slightly blackened area above where he was operating and began to question where it came from. It was removed from the sterile field and tagged for repair to be sent through the vets office in a biohazard bag. The scrub tech, who stated that it appeared that the insulation was cracked and that it caused the blackened area. A ligasure was then opened to continue the dissection, at surgeon's request.